Event description:
According to reports, the user fell from a swing 60-70cm high on (B)(6) 2024 and banged her head. Then she stopped hearing on the left side. There was no swelling or redness over the implant area. Re-implantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field damage to the reference electrode caused by the reported mechanical impact seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to reports, the user fell from a swing 60-70cm high on (B)(6) 2024 and banged her head. Then she stopped hearing on the left side. There was no swelling or redness over the implant area. Re-implantation is being considered. No date has been scheduled yet.

Event description:
According to reports, the user fell from a swing 60-70cm high on 07-jul-2024 and banged her head. Then she stopped hearing on the left side. There was no swelling or redness over the implant area. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipients report. This is a final report.